Manufacturer narrative:
Sections with additional information as of 19-feb-2020: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 424, 447, 250 and 368 mg/dl. The customer¿s expected fasting blood glucose test result is 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer¿s expiration date is 10/23/2020. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (customer is elderly and was unable to provide the date and times for some of the tests): result 1: 424 mg/dl date: 12/11/19 time: 6:00 am fasting result 2: 447 mg/dl date: 12/11/19 time: 6:00 am fasting result 3: 250 mg/dl date: n/a time: n/a fasting result 4: 143 mg/dl date: n/a time: n/a fasting result 5: 368 mg/dl date: n/a time: n/a fasting